Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: medical device code a1802 captures the reportable event of device contamination. Block h10: the returned naviflex rx delivery system was analyzed, and a visual evaluation noted that the device returned in its sealed pouch, the heat seal runs throughout the entire length of the tray without any breakage. A hair was observed inside the package. No other problems with the device were noted. The reported event was confirmed. Based on the information available and the analysis performed, the most probable root cause for this problem is manufacturing deficiency manufacturing deficiency. There is an investigation in place to address this issue. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex biliary stent was opened on (B)(6)2021. During unpacking, an eyelashes was found inside the packaging. There was no patient or procedure involved.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex biliary stent was opened on (B)(6) 2021. During unpacking, an eyelashes was found inside the packaging. There was no patient or procedure involved.